Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the air/water channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, curved rubber scratched, curved rubber adhesive missing, foreign object inside nozzle, scratches found on the tip cover, scratches found on the operation part, scratch on the hardness adjustment ring, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches are found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope having air/water leakage. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope air/water suction channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the foreign matter could not be removed and adhered to the suction channel and the forceps channel because it was not cleaned according to the instructions for use (IFU). It is also likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.